Event description:
The user facility reported that during a bypass procedure, the perfusionist noticed a clot in the cardiotomy filter of the hardshell reservoir. They had been on recirc for 3-4 hours and had added 2 units of blood when it was noted the blood would not pass through the filter. The reservoir was changed out and no other action was determined to be necessary to address the flow restriction. The procedure was completed with no further complications. Additional event-specific info was not available.

Manufacturer narrative:
Although no pt complications were reported, the event description indicates that some blood loss did occur due to exchanging the hardshell reservoir. The returned sample was decontaminated, visually examined and functionally tested for recirculation. The reservoir was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that there have been no previous reports for this lot. There are many complex clinical variables that may have affected the reported concern of flow restriction. However, there is no available evidence that the reported event was related to a product malfunction or defect. Circuit flow performance under standardized conditions is addressed in the device labeling. All available info has been maintained in the quality assurance files for appropriate tracking, trending and follow up.